Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In the photo two maxcore devices were placed inside the package, one device is in initial position with yellow guard also the needle is covered with protective sheath and other device is in half primed position. The labeling information is provided which was cross verified with the tw details. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event for two devices. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, it was reported that the outer cannula of the device couldn't be fired. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.